Event description:
A malfunction alarm indicated by "malf 0" was reported by the customer, but there were no notable events prior to this occurrence. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump.